Event description:
Customer stated that they got unexpected negative reactions with anti-fyb, lot 613003 when testing a donor sample on two occasions.2 patients were transfused with the donor units. No patients that required fyb negative units were transfused this donor's red blood cells.

Manufacturer narrative:
Hemagglutination tube testing was performed with selected fy(a+b+), fy(a+b+w), and fy(b-) reagent red cells using retention anti-fyb, lots 613003 and 613004. All fy(a+b+) cells exhibited 1+ to 3+ reactivity at iat and all fy(b-) cells were nonreactive. Weak reactivity (w+) was observed with the fy(a+b+w) cell. Hemagglutination tube testing was performed with customers' returned donor sample using retention anti-fyb, lots 613003 and 613004. Sample exhibited very weak (+w) reactivity at iat with both anti-fyb reagents. Dat performed on sample was nonreactive. The sample is fy(b+w).